Event description:
It was reported that a vns patient had passed away on (B)(6) 2015. The cause of death was determined as sudep by the patient's nurse practitioner. There was no indication of a device malfunction with the available device programming/diagnostic history. The np also stated the death was not related to vns and the patient had experienced very good results prior to her passing. The patient was in a reasonable state of health at the time of death, and it was unknown if the death was related to a seizure. The patient was reportedly buried with the device still implanted.